Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they did not feel that their urinary symptoms improved after monitoring for a period of a few months. The cause was unknown. They did not think there was a malfunction, just that they did not see an improvement. Issue was not yet resolved. They inquiry was to see if another remote could be attained so that we could be certain device was turned off. They were hospitalized with an infection and test could not be seen.

Event description:
Additional information was received from the patient. The patient reiterated the same issues, became ill with an infection and began to drain fluid from the area near where the device was placed. They did not see the device helping them and they just stopped using it. The device had not been charged for several years. Lack of success with the device, they left it to remain dormant. After having the device for some time, they decided that it wasn't producing the desired results, and they discontinued charging the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient representative stated that patient had gotten ins to help with parkinsons bladder symptoms and it did not work. Caller said they had forgotten about ins until sunday when patient was having severe parkinsons symptoms and they did not know what was going on. Caller said when they were getting patient out of bed they noticed that patient's back was oozing blood and bodily fluids where ins is located. Patient was brought to ER and admitted. Caller said they are trying to do a MRI but hospital stating they need the patient programmer and caller wanted to know if that was required as they are not positive where programmer is. Reviewed information and provided nas phone number for hospital to contact local mdt rep.